Manufacturer narrative:
Results: the returned jet7 was fractured approximately 23.5cm from the hub. The jet7 was ovalized from approximately 21.5-22.0 and 24.5-25.0 cm from the hub. The jet7 was kinked approximately 31.5 cm from the hub. The jet7 was stretched from approximately 122.0-123.5 cm from the hub. The total length of the returned jet7 was approximately 133.0 cm. Conclusions: evaluation of the returned jet7 confirmed a fractured device. The reported complaint mentioned that the break was attributed to applying excess stress on the jet7 in tortuous anatomy using a push/pull technique. If the jet7 is forcefully advanced and retracted while experiencing resistance, damage such as fracture may occur. Further evaluation revealed stretching, kinks, and ovalization of the jet7. This damage may have occurred during the reported push/pull technique if the device was advanced or retracted while experiencing resistance. Some of the ovalization may have occurred due to forcefully gripping or pinching the device during the procedure. Interaction with the non-penumbra microcatheter may have contributed to some of the damage. The non-penumbra microcatheter was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, while performing a push/pull technique in tortuous anatomy using the penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra microcatheter and a non-penumbra sheath, the proximal end of the jet7 broke. The physician attributes the break to applying excess stress on the jet7. The jet7 was removed and the procedure was completed using a penumbra system ace 64 reperfusion catheter (ace64). There was no report of an adverse effect to the patient.